Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the unit does not turn off.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. Visual inspection : the packaging, formula 180 shaver (hand control) was received with the color of the housing faded. Functional inspection: the formula shaver handpiece (with buttons) was connected to a crossfire console. The button activate and deactivate intermittently. The shaver failed the hi-pot test on cable. The keypad was removed to check for water ingress, none were seen. The keypad and the cable were replaced. Performed functional test per map0616.qip and passed. The probable root causes could be (1) the membrane switch button stuck in down position or (2) normal wear. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the unit does not turn off.